Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead displayed high pacing impedance which was greater than 2,000 ohms and loss of capture. A lv lead fracture was suspected. Additional information obtained from the field representative indicates that reprogramming was performed as suggested by boston scientific technical services and the av delay was increased to allow intrinsic conduction. The system still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.